Manufacturer narrative:
(B)(4). The sample was requested. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Should additional information become available, a follow up MDR will be sent. This report addresses product quantity 35 of 60.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. The sample was visually inspected and functionally tested. The weight of the iodine in the closed pouch sample returned was calculated and found to be greater than the minimum value of iodine required to disinfect the transfer set. The reported condition was not confirmed. A batch review was conducted and no issues were found. Based on the information gathered during baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to the baxter sales representative that after a patient therapy, the patient opened the minicap and observed that the iodine within the sponge was inadequate. The patient was worried about infection due to inadequate iodine. There was no report of patient injury or medical intervention.